Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of retractor band, rowboard & pyxibus cables. A field service engineer removed and reseated the retractor band, rowboard & pyxibus cables. Ran support, rebuilt applications and cleared device manager of many phantom devices to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was returning to log in page while dispensing medication. The customer stated that it is shut while accessing the drawer and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.